Event description:
The sales rep reported a healix peek 5.5mm 3 suture anchor pulled out of the patients shoulder after a shoulder procedure. He stated the patient went in to see the doctor after the patient reported having pain, hearing an audible clicking noise, and no progression of recovery. The surgeon verified the anchor pulled out of the patients shoulder after xray revealed it pulled out and a stiff formation was found right around the site in the bone where the anchor was inserted. The patient is currently seeking a second opinion and has not set up a revision surgery. No further details were available at this time.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for an evaluation. There were no procedure details provided about the original surgery that would help determine the root cause for this failure. Historical investigations indicate that post-op anchor pull outs can be associated with improper insertion or anchor sitting proud. It cannot be determined if these causes contributed to this event. At this time, with the information provided, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the low occurrence rate of this failure, at this point in time, no further action is warranted. Should additional information be provided in the future, this complaint will be re-evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.